Manufacturer narrative:
Pump received with broken reservoir tube lip, missing reservoir tube o ring, missing end cap sticker and stained address/serial number label. The test infusion set and reservoir does not lock into place due to completely broke off. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a damaged retainer ring and crack in case. The customer stated that the reservoir lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.